Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, the tip of the screw driver broke off into the screw head. The surgeon was not able to remove the broken piece and decided to leave it in as the rod and bolt retained it. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue. It was suspected that applying too much force/torque was the probable cause of the broken tip.

Manufacturer narrative:
Additional information: the driver was returned to the manufacturer for analysis. Analysis found that the tip of the driver had been broken off. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.